Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplement report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported that the patient presented to the emergency department with dark urine, acute renal failure, creatinine 1.8, and lactate dehydrogenase (ldh) of 10,000. There were no power elevations or alarms. The pump was exchanged due to suspected thrombus and clinical signs of hemolysis. The hospital suspects that the pump was not performing properly.